Manufacturer narrative:
The hill-rom tech found the power control board external buzzer inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the power control board external buzzer to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).